Event description:
On (B)(6) 2011, patient reported extreme frustration with ongoing e4 (occlusion) errors. Patient stated she has changed the infusion site, the infusion tubing and the insulin cartridge 3 times today and is still receiving occlusions. Had patient disconnect the infusion tubing from the infusion site and prime; was able to see insulin drip from the tubing. Patient reported there is insulin pooling around the luer lock. Patient stated she noticed it the last several times when getting occlusion but is not sure if this is causing the occlusion. Had patient remove the infusion tubing from the insulin cartridge and then reconnect. Had patient reconnect back to the infusion site. Patient attempted to program 10.0 units of insulin during the call. Patient reported about 6.4 units of insulin went through before the infusion device gave an e4 (occlusion) error. Advised infusion site may need to be changed. Patient is inserting the infusion set with an insertion device. Patient stated her blood glucose level is currently 576 mg/dl. Patient's target blood glucose range is 72-76 mg/dl. Patient stated she has continued to correct the elevated blood glucose levels but they will not come down because of the occlusions. Patient tried a different type of infusion set. Patient connected the infusion set tubing and cannula and then attempted to prime; infusion deice displayed e4 (occlusion) error before being inserted in the body. On call back patient reported she tried switching accessories to her backup infusion device and she still received an e4 (occlusion) error. Advised patient the issue is probably not an infusion device concern. Advised patient to insert cartridge back into her primary infusion device and prime the infusion set: was successful. Had patient attempt to connect to infusion site; occlusion continued. Advised patient the infusion site needs to be changed. Patient inserted a new site on the right hip but when she attempted to program a bolus it displayed an occlusion. Had patient switch to a different type of infusion set. Patient primed, inserted another infusion site on her bolus; infusion device did not display occlusion. On follow up on (B)(6) 2011, patient reported her blood glucose level has returned to normal. Patient stated she still has had a few occlusions, but they are not as frequent and she is able to clear them on her own. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.